Event description:
It was reported that this right atrial (ra) lead had fracture. In addition the lead exhibited noise, impedance issues, loss of capture and high pacing thresholds. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.